Manufacturer narrative:
(B)(4). F/u report will be filed if add'l info becomes available.

Event description:
It was reported that in the cardiac care unit (ccu) the intra-aortic balloon (iab) had been inserted on (B)(6) 2011 w/o incident via the femoral artery. On (B)(6) at 7:00 am, blood was noticed in the tubing. The intra-aortic balloon pump ((B)(4)), alarmed at 6:45 am "kinked catheter" and the pt was checked. There was no problem found before pumping was reinitiated. During staff changeover, the pt was noted to be restless with a heart rate of 150 and blood was seen in the tubing. The pump then alarmed again and was put on standby. The blood had only traveled through 50% of the tubing and had not reached the pump/cable connection as of yet. The balloon was then removed and a new iab was inserted into the pt successfully. It is indicated the reason for use was low blood pressure. It is unk if pump strips were run, but there are non available for review. The pt outcome is that he is still in the ccu in critical condition.